Manufacturer narrative:
(B)(4). Batch # t5c69j. Device evaluation summary: the analysis results found that the cdh29p device arrived and with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Noted the anvil gap was > 0¿. There were no issues removing the test skin from the device. Further analysis shows weld separations at the rotation knob and battery pack. This issue would not have created the reported issue. In addition, the complaint states the user opened the device in the wrong direction (clockwise) while the staple retainer was in place. Force was applied to the rotation knob until the rotation knob clicking was felt. The device was then replaced. No conclusion could be reached on what caused the weld seam separation noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a lap sigmoid colectomy, the red retaining cap was scrunched because the device was turned clockwise instead of counterclock wise. A click was felt when the device was rotating. Case completed with another device of the same product code. There were no patient consequences reported.